Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 19.9 mmol/l. The customer was advised that the loaner was send.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.